Manufacturer narrative:
(B)(4). Date sent: 7/13/2020. D4: batch #u5ax38. Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60g cartridge loaded in the device. The cartridge reload was received partially fired 1/2. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2020 additional information was requested, and the following was obtained: did the patient undergo preoperative radiation or chemo- no soft gland was the device difficult to close- does not recall used seamgaurd, doesn¿t think so. Were there any noises during firing, like motor bogging down- yes seemed to stop in middle. The surgeon stated that he tries to get the most of pancreas within jaw- typically middle.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap pancreatectomy, the doctor used a pcee60a and fired a green reload with the gore seamguard attached. The stapler fired halfway and then got stuck. Lockout measures ¿attempted to manually override and reverse, but it was stuck completely,¿ but none were working. Doctor had to use the bovie to detach the tissue from the device. The reload and seamguard were also turned in. The procedure was delayed by sixty minutes. There were no patient consequences reported.